Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met when the syringe needle was inserted into the cartridge. The needle was changed multiple times. Blood glucose was not higher than 165 mg/dl.